Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: (B)(6) mps reported inaccurate cuts and reaming and incorrect balancing, version, and inclination numbers. Work performed: reported problem ¿ mps reported inaccurate cuts and reaming and incorrect balancing, version, and inclination numbers observation ¿ reported issue could not be replicated. Action taken ¿ as a preventative measure, verified auto arm accuracy on both sides of robot. Recalibrated left side of (B)(6), it was not failing, however it was calibrated to further optimize the accuracy. Tighten & propagated j5 transmission cables to specification. Tighten & verified vega camera. Discovered the vega camera was extremely dirty with streaks and blob residue. Cleaned & tested vega camera accuracy. Cleaned & verified base array arm & mount are optimized. Verified j2 bump stops are optimized. Verified j6 inserts are in good standing. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected with no reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be potentially caused by dirty camera as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
Mps reported inaccurate cuts and reaming and incorrect balancing, version, and inclination numbers.